Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the additional tool required to address the axios puncture site on the bile duct.

Event description:
It was reported to boston scientific that an axios stent and electrocautery enhanced delivery system was to be implanted during a choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, the axios stent did not fully deploy despite complete mobilization of the handle. The partially deployed stent was removed from the patient, and the procedure was completed using another device of the same device. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific that an axios stent and electrocautery enhanced delivery system was to be implanted in the common bile duct for a biliary drainage during a choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, the axios stent did not fully deploy despite complete mobilization of the handle. The partially deployed stent was removed from the patient, and the procedure was completed using another device of the same device. There was no patient complications reported as a result of this event. Additional information received on 12aug2025. Further information received indicates the stent was actually able to be deployed eventually. The distal flange of the stent had been deployed (step 2) when the physician started to deploy the proximal flange (step 4). The procedure was completed with this device; no replacement was required.

Manufacturer narrative:
Blocks b5, h6 (device codes), (impact codes) and h11 have been updated based on the additional information received on july 29, 2025.

Manufacturer narrative:
Block h11: only the handle of the electrocautery enhanced delivery system was returned for analysis, the axios stent was not. The handle was returned in position 2. Visual examination confirmed a kink and a torque mark observed in the outer sheath at the end of the luer. The slider was retracted to step 2, and the distance between the distal end of the outer sheath and the shoulder of the nose cone was measured and was found to be consistent with the handle retraction distance. No other issues were noted with the delivery system. Product analysis did not confirm the reported event of stent difficult or slow to expand as the stent was not returned. The investigation concluded that the additional damages observed on the delivery system were likely due to factors encountered during the procedure. The axios stent and electrocautery enhanced delivery system instructions for use (IFU) state: "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." However, the presence of a kink and torque mark in the outer sheath at the end of the luer indicates the physician did not follow the steps indicated in the IFU. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A labeling review was performed, and from the information available, the device was used in a manner inconsistent with the instructions for use/product label.

Event description:
It was reported to boston scientific that an axios stent and electrocautery enhanced delivery system was to be implanted in the common bile duct for a biliary drainage during a choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, the axios stent did not fully deploy despite complete mobilization of the handle. The partially deployed stent was removed from the patient, and the procedure was completed using another device of the same device. There was no patient complications reported as a result of this event. Additional information received on july 29, 2025 further information received indicates that the distal flange of the stent did not initially open. However, when the physician started to deploy the proximal flange during step 4, the distal flange expanded. The procedure was completed with this device, and no replacement was required.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Block h11: only the handle of the electrocautery enhanced delivery system was returned for analysis, the axios stent was not. The handle was returned in position 2. Visual examination confirmed a kink and a torque mark observed in the outer sheath at the end of the luer. The slider was retracted to step 2, and the distance between the distal end of the outer sheath and the shoulder of the nose cone was measured and was found to be consistent with the handle retraction distance. No other issues were noted with the delivery system. Product analysis did not confirm the reported event of stent difficult or slow to expand as the stent was not returned. The investigation concluded that the additional damages observed on the delivery system were likely due to factors encountered during the procedure. The axios stent and electrocautery enhanced delivery system instructions for use (IFU) state: "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." However, the presence of a kink and torque mark in the outer sheath at the end of the luer indicates the physician did not follow the steps indicated in the IFU. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A labeling review was performed, and from the information available, the device was used in a manner inconsistent with the instructions for use/product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific that an axios stent and electrocautery-enhanced delivery system was intended to be implanted in the common bile duct to provide biliary drainage during a choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange of the stent did not initially deploy despite complete mobilization of the handle. However, when the physician began deploying the proximal flange during step 4 of the procedure, the distal flange subsequently expanded. The procedure was completed using the same device, and no replacement was required. No patient complications were reported as a result of this event.